Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges within the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p180 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The touch screen test then passed. The cycler underwent and passed a voltage verification check. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support (ts) that they were unable to turn on a liberty select cycler. The display was blank. It was confirmed that a power outage had not occurred. It was also confirmed that there were no issues with the outlet. The power cord was securely plugged in. They tried pressing the ok, stop, and up/down arrow keys, but the buttons did not light up and there was no sound. The ts representative advised the pdrn to discontinue use of the cycler, and they issued the facility a replacement cycler. Upon follow up, it was confirmed there was no patient involvement associated with the reported event. As such, there was no patient injury or harm. The facility had not yet received the replacement cycler. The old cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.